Event description:
Related manufacture reference number: 2017865-2022-04754. It was reported that the patient was symptomatic of infection. System extraction was performed on (B)(6) 2022. During procedure, the implantable cardioverter defibrillator was explanted while the right ventricular lead remains implanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.